Event description:
New braun sterile water and braun ns bottles are not opening properly. When opening, outer piece of lid removes but there is still a hard plastic piece attached to top and unable to use. Bottle has to be thrown away/wasted. Reference report: mw5153470.